Event description:
It was reported patient underwent a left versa tibial nail procedure on (B)(6) 2013. While inserting the nail into the tibia, the guide wire stuck in the junction of the nail to the gig. Surgeon removed the nail with the guide wire and disengaged the gig-nail junction. An hour delay occurred during the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Associated instruments were returned for evaluation. The guide wires were not returned with the jig and connecting bolt. Review of device history records show no nonconformities encountered during production. The instruments were both manufactured in 2004 and show excessive wear. The orientation markings on the top of the jig are illegible. The surgical technique states to ensure proper orientation before inserting the ball nose guide wire. It also states, "the 3 mm ball nose guide wire will go through the 8mm diameter nail, however caution should be taken not to bend the tip of the ball nose."